Manufacturer narrative:
Na qc was low prior to the event. The customer calibrated thrice to bring the na qc into range (at the lower end of the range). After the event, the system was recalibrated and na qc was within the mean. Cl qc was within laboratory established ranges prior to and after the event. The customer discovered the cl electrode was not screwed into the flow-cell completely following routine maintenance and properly placed the electrode into the flow-cell. Service was not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four (4) erroneous low sodium (na) and chloride (cl) results generated by synchron unicel dxc 600 clinical chemistry analyzer. The results were reported out of the laboratory. When the low anion gaps were noticed, the instrument was recalibrated and the samples repeated. The repeated sample generated higher results which were reported. Patient treatment was not initiated or withheld based on the erroneous low results.